Event description:
A customer contacted beckman coulter, inc. (Bec) concerning erroneously elevated troponin (accutni) results, above the ami cutoff, generated by access 2 immunoassay system for one patient. The erroneous result was reported out of the laboratory. The physician questioned the result and requested a new sample to be tested. Subsequent testing on the new samples produced results within the normal reference range. The patient results are shown. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The samples were collected in lithium heparin pst tubes and centrifuged for 10 minutes at 3000rpm. The customer noted the repeated samples were poured off into an insert cup. Qc was within the established ranges prior to and after the questioned accutni result. A routine system check was performed on (B)(6) 2011 and met the specifications. A diagnostic system check was performed after the erroneous result and failed the washed portion. Hotline troubleshot with the customer to determine why the system check failed. No issues were found. The customer repeated the system check after putting on new set of aspirate probes and it failed the washed portion again. Service was on site (B)(6) 2011 and performed a minor preventive maintenance. All verification testing met published specifications. No clear root cause could be determined for this event.